Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties and a dissection occurred. The lesion being treated was located in the non calcified mid left anterior descending artery (lad). The vessel was pre-dilated with a maverick 2.5 x 15mm balloon. The physician successfully implanted a taxus express2 8.8% 2.5 x 16mm drug eluting stent in the mid lad. The stent was deployed to 12 atm for 60 secs. They implanted another taxus 2.5 x 16mm stent overlapping the proximal end and was deployed to 15 atm for 60 secs. The balloon stuck upon removal. The physician stated that resistance sucked the guide catheter in and caused a dissection of the coronary artery and staining. The physician placed an intra-aortic balloon pump and the pt was sent to surgery. The pt was given heparin, integrilin bolus and drip and nitroglycerin during the stent implant procedure. It was reported that the surgery went well.